Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, the customer reported a low blood glucose (bg) level of less than 54 mg/dl and lost consciousness. Cause of the low bg was caller not eating lunch. Customer addressed low bg by consuming carbohydrates. No third party assistance was required. The customer will continue to use current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.